Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4).

Event description:
It was reported the patient had surgery to explant their neurostimulator and tined lead. Initially, the patient complained of heating when charging their device. It was explained that it heats up to the point of great discomfort. The patient stated this incident happened after the first year of implant, then again around on (B)(6) 2025. The patient stated it gets hot to the point of burning sensation, discomfort, and pain. There was a slow increase in heating and burning sensation as the patient charges their implant. The patient will remove their charger if the pain becomes too much. The charger gets warn but not more than normal. The patient was seen in clinic and was scheduled for surgery. The patient spoke with the clinic again and their device was turned off. Although the patient did request the explant surgery, they initially refused to be booked due to other health priorities. Ultimately, the patient had the explant surgery.

Event description:
It was reported the patient had surgery to explant their neurostimulator and tined lead. Initially, the patient complained of heating when charging their device. It was explained that it heats up to the point of great discomfort. The patient stated this incident happened after the first year of implant, then again around (B)(6) 2025. The patient stated it gets hot to the point of burning sensation, discomfort, and pain. There was a slow increase in heating and burning sensation as the patient charges their implant. The patient will remove their charger if the pain becomes too much. The charger gets warn but not more than normal. The patient was seen in clinic and was scheduled for surgery. The patient spoke with the clinic again and their device was turned off. Although the patient did request the explant surgery, they initially refused to be booked due to other health priorities. Ultimately, the patient had the explant surgery. The clinical specialist assumes the patient is doing well since they have not heard from the patient post-explant.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4). This report is being filed for a correction to field (b5) incident description. This report is being filed for a correction to field h6. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. A device was not returned resulting in an inability to analyze the device and identify if a malfunction occurred. Based on the information available, it cannot be confirmed what the cause was. Based on the DHR, the device was confirmed to meet specifications prior to shipment therefore concluding manufacturing was not related to the reported event. If the further information is received the investigation will be re-opened. Without a returned product available for analysis and based on this investigation, a clear probable cause for the event cannot be established; therefore, the conclusion code of cause not established has been chosen. Based on the information available the cause that contributed to the reported event cannot be established.